Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a ruptured saccular large left internal carotid artery (ica) aneurysm, the physician reported that the middle part of the pipeline flex device did not open. Normal amount of friction was reported during delivery, however the physician felt greater resistance in the distal end of the microcatheter. The physician tried to resheath the device however the pipeline flex still did not open completely. The pipeline flex device was resheathed and removed from patient. The patient was treated with a new pipeline flex successfully. No injury was reported as a result of this procedure.

Manufacturer narrative:
The device evaluation is still in progress. A follow up MDR will be submitted, when the device evaluation is completed.